Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information obtained from the customer. See b3 and b5 for the additional information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Repair history was reviewed and the distal end insertion unit and video connector unit were previously replaced or repaired on october 22, 2021. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the bending section cover falling off could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information from the customer reported the bending section was found to be cut off when inspecting the scope prior to use. There was no reports of fragments falling into a patient's body.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings evaluation found that watertightness was not maintained due to holes in the curved rubber, liquid leaked from the curved pipe blade, the curved rubber adhesive was missing, the universal cord was collapsed, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the bending section cover was falling off on the endoeye flex deflectable videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found bending section cover fell off. The report is being submitted due to bending cover falling off found during evaluation.